Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of an implantable pulse generator (ipg), during pocket closure, a pause was noted. Both the right atrial (ra) and right ventricular (rv) lead connections were rechecked and the issue resolved. The device and leads remain in use. No further patient complications have been reported as a result of this event.